Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to elevated intraocular pressure. The icl was not exchanged for another lens. At the last visit, the patient's best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - the most common reasons for early postoperative elevated iop after icl implantation in the presence of optimal vaulting include : non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).